Event description:
A customer obtained an erroneously elevated troponin (accutni) result for one patient.upon repeat testing on a different instrument, the accutni result was in the normal reference range. The result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer experienced qc problems on (B)(6)2010. They contacted the customer technical service (cts) on the next day due to multiple wash valve motion errors.the customer attempted to troubleshoot the errors over the phone with cts, but qc continued to result erratically.a field service engineer (fse) was dispatched: a) the fse replaced the wash pump belt, rotor and seal. B) the fse performed a diagnostic testing which passed within instrument specifications.no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.